Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative provided additional information indicating that the cause of the therapy being off was determined to be that the device had not been recharged to 90% like the patient thought as the patient had been viewing the handset battery level rather than the implant battery. No contributing factors were identified, and the information was confirmed and provided by the physician.

Event description:
It was reported that patient was sitting at home when suddenly device felt like it turned off. They stated they were sitting in their chair that they always sit in and she randomly started tremoring. Patient had informed rep that they had last charged up to 90% on tuesday on (B)(6) 2026. When they finally started communicating with the device it told them therapy was off. After quickly turning it back on using the communicator, patient felt immediately better. No cause is known for why this happened.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.